Manufacturer narrative:
(B)(4): results of evaluation: results/conclusion - (kinked).

Event description:
An endurant iliac stent graft system was selected for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Aneurysm and vessel morphology were not reported. It was reported that when the delivery system was removed from the packaging, it was found to be kinked. The packaging itself was not damaged. It was not possible to get a wire in the delivery system. Another device was used to complete the case. No clinical sequelae were reported.